Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, tip was broken during operation. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.